Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center had error code e226 show when powered on with a noisy image. The issue was found during preparation for use for a diagnostic hysteroscopy that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the events [error code e226 was displayed when powered on] and [image was noisy] occurred due to printed circuit [ap] board failure. It was found that there were signs of liquid corrosion on the internal ap board. A spare ap board was installed on the subject device and the fault of error reporting after startup was eliminated. Olympus will continue to monitor field performance for this device.